Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: no damage found to keypad. All buttons respond to presses appropriately. Able to lock and unlock pump without difficulty. Keypad removed. There were no damaged/misaligned contacts found. No evidence of contamination found under button contacts. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.